Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found that the needle cover was detached from the needle, so that the needle tip was uncovered upon opening the package. There was no reported patient contact.